Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-0) device and non-boston scientific right ventricular lead exhibited oversensing, which resulted in inappropriate anti-tachycardia pacing, and a inappropriate shock. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).